Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on 08/04/2015 to report that a (B)(6) female patient had developed itchiness on her back under the lifevest. The patient reported that she is developing blistering under the lifevest. The patient's home nurse was cleaning the area with alcohol. Follow-up indicated that the patient's blisters are no longer open.